Event description:
Information received by medtronic indicated that the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w 4.11e. Insulin pump passed the displacement test. Unit received with cracked battery tube threads, fading serial number label and cracked case at battery tube side. The test infusion set/reservoir locks in place in the reservoir compartment. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.